Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of "low", specific value was not provided; cause was unknown. The customer consumed carbohydrates to address the bg. Customer continued to use the pump for insulin therapy.